Event description:
It was reported that the ventilator failed internal leakage test with message: 'pressure transducer difference >5 cmh2o' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator failed pressure transducer test during pre-use check (puc) our field service engineer investigated the ventilator on site and found that the issue is from one of the pressure transducer printed circuit boards (pcb). The fse replaced one pressure transducer pcb to solve the issue. The pressure transducer pcbs was returned for further investigation. The provided logs confirm the reported puc failure at date of event. The returned pressure transducer pcb has been tested on a ventilator and failed with pressure transducer test during the pre-use check. During the ventilation it alarmed for paw high, peep high, expiratory minute volume low, respiratory rate low, high continuous pressure and checking tubing. The zero pressure voltage has been measured, and it showed a major deviation for this sensor. The wheatstone bridge was measured and found unbalanced with major deviation on resistance values a microscopic investigation shows a minor particle on the membrane inside the sensor's cavity which is not likely the cause of the issue. The cause of the issue is the pressure transducer pcb. A previous investigation on similar problem concluded that there was a liquid contamination on the bonding of the sensor that had the same substances that is used in cleaning agents. Excessive use of cleaning detergents may lead to the reported issue. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800